Event description:
It was reported the lead was not delivered in the expected location. It was stated the lead appeared to be medial and posterior based on the post-operative magnetic resonance image (MRI). It was stated the patient status at the time of report was alive with no injury. It was noted there were no patient symptoms associated with the event. It was stated at the time of report the patient had not been programmed. It was stated the fact that they were aligned off target likely resulted in additional microelectrode passes.

Manufacturer narrative:
Concomitant products: product ID: mi-2000, lot# 082634313, product type: accessory. Product ID: np-1000, lot# 082701414, product type: accessory. Product ID: 3389s-40, lot# va0gpw5, product type: lead.

Event description:
Additional information received reported the cause had not yet been determined. The patient had yet to be programmed and so it was unknown if the therapy was effective. It was further reported according to the neurologist, the patient had effective stimulation.

Manufacturer narrative:
Concomitant products: product ID mi-2000, lot# 082634313, product type accessory; product ID np-1000, lot# 082701414, product type accessory; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).